Event description:
Customer reportedly received results of 1.0 mmol/l on an aviva system and 20.0 mmol/l on a mobile system within 2 minutes. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the aviva system. Reference medwatch report with patient identifier (B)(6) for the mobile system.

Manufacturer narrative:
Consumed, will not be returned.